Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant, the right ventricular (rv) lead dislodged. The lead was attempted to be reset, however there was tissue in the helix. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the full lead was returned and analyzed. Analysis indicated that the distal low voltage electrode of the lead was covered in body ti ssue/fibrotic growth. The low voltage electrode of the lead was covered in blood. The overlay tubing of the lead was extrinsically breached due to a cut. The overlay tubing of the lead was observed to have blood ingression. Visual analysis of the lead indicated damage at implant. The analyst noted there was tissue visible on helix as it indicated in the complaint. But it is not the lead performance failure. If information is provided in the future, a supplemental report will be issued.